Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 814 mg/dl at the time of hospitalization. Customer had symptoms such as vomiting, nausea, positive ketones and body weakness. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.